Event description:
The user facility reported using unprocessed instruments inadvertently in a patient procedure.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed that an operator had placed instruments into the sterilizer and did not start a cycle. The operator then removed the instruments from the sterilizer and the instruments were used in a patient procedure. These instruments were not processed as the operator did not initiate a cycle. The customer then contacted steris service to verify the unit was operating to specification. The steris service technician evaluated the equipment, performed a test cycle and found the unit was operating to specification. No repairs to the sterilizer were required. A review of cycle printouts from the day confirmed that a cycle had not been initiated prior to the patient procedure. The unit was installed in october of 1991 and is currently under a steris service contract. The last pm was performed on january 6, 2014 at which time the unit was confirmed to be operating to specification. The hospital followed up with the patient regarding the event and confirmed that no adverse effects have been reported by the patient. The steris account manager for the facility offered an in-service on proper use and operation of the sterilizer however the user facility declined.